Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that 3rd degree atrioventricular (av) block occurred. Procedure summary: the subject was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. An lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbance was noted post bav. The aortic valve was then treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the 27 mm lotus edge valve involved partial re-sheathing of the 27 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Post procedure summary: on the same day of index procedure subject developed 3rd degree av block. Electrophysiology was consulted and permanent pacemaker was recommended due to the complete heart block. One (1) day post index procedure a permanent pacemaker was implanted successfully. At the time of reporting the event was considered to be recovered with sequelae. Five (5) days post index procedure the subject was discharged on clopidogrel.

Event description:
Respond edge study. It was reported that 3rd degree atrioventricular (av) block occurred. Procedure summary: the subject was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. An lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbance was noted post bav. The aortic valve was then treated with deployment of a 27 mm lotus edge valve. Successful repositioning of the 27 mm lotus edge valve involved partial re-sheathing of the 27 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. Post procedure summary: on the same day of index procedure subject developed 3rd degree av block. Electrophysiology was consulted and permanent pacemaker was recommended due to the complete heart block. One (1) day post index procedure a permanent pacemaker was implanted successfully. At the time of reporting the event was considered to be recovered with sequelae. Five (5) days post index procedure the subject was discharged on clopidogrel. It was further reported that post tavr a temporary pacemaker was left in place. The previously reported permanent pacemaker that was implanted was a dual chambered pacemaker.

Manufacturer narrative:
A1 patient identifier: (B)(6).